Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the patient had high blood glucose and was hospitalized on (B)(6) 2017. The customer reported that they think my pump was not working correctly. The customer reported that the pump took him to the hospital. His blood glucose went up 800mg/dl. The patient's blood glucose at time of incident was 881mg/dl. The patient's current blood glucose was 231 mg/dl. The customer pump suspend due to the sensor, after that sugar rose. The customer is still in the hospital on intravenous drip. The customer was not wearing the pump at time of hospitalization and was not on pump for less than 48 hours. Based on customer report proceeding in troubleshooting the customer was alleging possible pump under delivery due to the basal rates. The customer stated the drive support cap appeared normal (slightly indented. The customer was unable to upload to carelink at this time. The customer reported that sensor glucose was 65mg/dl. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. Unit passed the dat test at 0.08715 inches. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit was communicated properly with minilink transmitter sensor and glucose sensor simulator. No unexpected low suspend alarm noted during testing. Unit was received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube window corner.